Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A nt mitraclip (lot: 31114r1031) was chosen for implantation. Multiple attempts at grasping were needed due to interaction with chordae. Simultaneous grasping was difficult. When performing individual grasping posterior leaflet lost several times when trying to grasp anterior leaflet. After multiple attempts, the clip was attempted to be retracted to the left atrium but was caught in posterior chordae. Troubleshooting performed which freed the clip. After retraction to left atrium, a new posterior leaflet prolapse was observed suggesting a chordal rupture. The nt clip was removed and a xt (lot: 40111r1069) was implanted successfully. A third clip nt (lot: 31114r1030) was then implanted successfully, reducing mr to grade 2. Gradient was 4mmhg so it was decided to end the procedure. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture and difficult to remove the clip from the anatomy during grasping attempts appears to be due to patient conditions (restricted posterior leaflet and thick leaflets to coaptation area). Unspecified tissue injury appears to be due to procedural conditions associated with difficulty removing the clip from anatomy. Tissue damage/injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.